Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 130 mg/dl, 121 mg/dl, 147 mg/dl, 149 mg/dl, 156 mg/dl, 218 mg/dl, 128 mg/dl and 112 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.